Manufacturer narrative:
Correction: section b5: the correct event description should have been "it was reported that the patient presented for a lead revision procedure. Prior to procedure, it was noted that the right atrial lead exhibited high pacing impedance. The lead was capped and replaced on (B)(6) 2025. The patient was stable." Rather than "it was reported that the patient presented for a lead revision procedure. Prior to procedure, it was noted that the right atrial lead exhibited high pacing inhibition. The lead was capped and replaced on (B)(6) 2025. The patient was stable."

Event description:
It was reported that the patient presented for a lead revision procedure. Prior to procedure, it was noted that the right atrial lead exhibited high pacing impedance. The lead was capped and replaced on (B)(6) 2025. The patient was stable.

Event description:
It was reported that the patient presented for a lead revision procedure. Prior to procedure, it was noted that the right atrial lead exhibited high pacing inhibition. The lead was capped and replaced on (B)(6) 2025. The patient was stable.

Event description:
New information received indicates that a conductor fracture and noise was noted on the right atrial (ra) lead.